Event description:
It was reported on an unknown date in 2016, a trifecta stented tissue valve was implanted. In (B)(6) 2021, the patient presented with unknown symptoms and aortic regurgitation was noted on echocardiogram. On (B)(6) 2021, the valve was explanted due to structural valve deterioration (svd). Upon explant, it was observed that at the commissure between the non-coronary cusp (ncc) and the right coronary cusp (rcc) had a tear and that the leaflet was completely detached from the stent post. A new 21mm trifecta¿ gt valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Explant was reported due to aortic regurgitation and a tear. The investigation confirmed that a tear was present in leaflets 1 which extended into leaflet 2 over the commissure. There were degenerative changes in the tissue at the tear site in leaflet 2. No inflammation or significant calcifications were present. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.